Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was failure of the dr board operation amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was observed when tested with olympus series 180 scopes due to a faulty patient board set. In addition, the rear panel was observed deformed and replacement was deemed necessary.

Event description:
A user facility reported to olympus that when using both connectors, the connector on top did not function. There was no patient injury or harm, associated with the problem, reported to olympus.